Event description:
It is reported that two healthcare workers (hcws) reported an unpleasant strong odor coming from their sterrad 200 when the door was open after sitting idle. The hcws reported that when opening the door to insert a load, a strong odor was emitted into the room. There was no load in the system at the time of the event. The unit was unloaded and had not been used for two days. A second load was processed without any odor. An asp field service engineer was dispatched to assess the unit. This report is for the first hcw who reported a sore throat, difficulty breathing and a headache. The sore throat and breathing issue resolved after thirty minutes. She was still experiencing the headache the following day. The hcw did not seek medical treatment.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis, failure mode effects analysis and system hazard use misuse analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad200 did not reveal a trend for hrp-allergic symptoms or odor/ smells. Trending analysis for hrp-allergic symptoms issues associated to the sterrad200 did not constitute a significant trend. Trending analysis for odor/ smells issues associated to the sterrad200 did not constitute a significant trend. The hhe (health hazard analysis) relating to hrp-allergic symptoms and/or odor/ smells is considered low risk. The fmea (failure mode effects analysis) is considered low risk. The shuma (system hazard use misuse analysis) adjusted risk was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report of odor/ smells. The root cause was not determined. The fse was unable to reproduce the problem. The system was checked and confirmed that the unit was within manufacturer's specifications.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer investigated the customer complaint of a bad odor after opening the door. The system was found to be within specifications. The fse ran an empty cycle and verified proper operation. The system meets all specifications. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00182 and 2084725-2010-00183.